Event description:
The customer reported there is a malfunction during quality control.

Manufacturer narrative:
(B)(4). The customer reported there is a malfunction during quality control. The device was evaluated by a philips field service engineer. The symptom was verified and clarified as the device failed to power up in the correct mode. The issue was localized to a failed control pca. The customer chose to not have the device repaired by philips.